Manufacturer narrative:
Conclusions - the root cause of the event was a failure of the main power distribution (mpd) control unit. The failure rate of the mpd, part number: 4522 300 16024 was 2.4% (2008), 3.36% (2009), 3.19% (2010 ytd). There has been no increase in the failure rate and therefore, this is no structural problem. There is no need for a mandatory field action.

Event description:
This x-ray system's generator and geometry did not startup.